Event description:
A malfunction was reported with the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with this process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support again if the issue reappears.